Event description:
It is reported that a customer was states there is a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that there was not leak under the lcd screen. The customer has a total of 32 reservoirs to return for analysis. The customer was sent replacement reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.